Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the right side seat rail was broken. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat frame was received in two separate pieces and it had broken at one of the holes in the frame. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised enduser advised seat frame is broken on right side at last hole on time of the rail.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser advised seat frame is broken on right side at last hole on time of the rail.